Event description:
It was reported that a large volume folfusor device had a rupture reservoir during infusion. According to the report, the reporter stated that the rupture was observed in the middle of infusion. The folfusor was filled with fortum ceftazidime and nacl 0.9% with unknown volumes (both non-baxter products). There was patient involvement, but there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured june 9, 2014 to june 10, 2014. Evaluation summary: the device was received for evaluation. Visual inspection on the device noted a ruptured reservoir. Microscopic inspection revealed markings located on the interior surface of the reservoir near the rupture line. The reported condition was verified through visual inspection. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.